Manufacturer narrative:
(B)(4). The patient was reported to have recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with fortum (1 gram daily, route of administration not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.